Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reports "alcl case report. Seroma associated primary alcl of the right breast. Patient with personal history of right breast cancer, right mastectomy and immediate reconstruction with latissimus dorsi flap and textured silicone prosthesis" via mw (5033512). Alcl has not been confirmed via pathology.